Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of an abnormal increase in atrial pacing lead impedance. The patient is pacemaker dependent. The device (ventak av) is involved in a product advisory.